Event description:
Attorney alleges plaintiff has had a rupture, siliconomas, capsulotomy and has developed multiple physical symptoms including breast hardness, burning sensation, gross scarring, atypical connective tissue disease, anxiety, stress, pain and suffering.